Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump (iabp) had a leak in the iab circuit. No harm is reported.